Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to false and defective handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by chile that during service and evaluation, it was observed that the compact air drive reverse locking mechanism was blocked, reverse upper trigger and upper ratchet were locked and the lock latch had no movement. It was noted in the service order "button 1 on the side." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.